Manufacturer narrative:
Continued: e.1. State: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "signs of intracapsular rupture" and "nonspecific enhancement foci" confirm with MRI. This record is for the left side. Device remains implanted.

Event description:
Healthcare professional reported "signs of intracapsular rupture" and "nonspecific enhancement foci" confirm with MRI. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2a, d2b, d4, g4, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.